Event description:
Healthcare professional reported 3-4 weeks after injection with juvederm ultra plus xc in the "mental crease" and "upper/lower lips," "the product fell down to the inside of the lower lip." Upon further follow up, the healthcare professional described that the "juvederm had fallen" and was unsure if the patient manipulated the product. Additionally, patient was injected with radiesse and xyomen the same day as juvederm ultra plus xc. An unspecified amount of time later, patient was treated with 4 "nitrate sticks" and pressure. A biopsy of the inside lower lip was performed the same day as the treatment of "nitrate sticks" and sent to pathology. Results showed "granulomatous dermatitis with microspheres." No other information was provided in regards to the status of the symptoms.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "the product" falling down to the inside of the lip and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specs. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.